Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the crimped stent was damaged at its distal end. The 3 most distal strut rows were severely stretched distally. An examination of the tip found that the tip was flared. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following predilatation, a 3.00x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed distal stent damage.